Event description:
The patient called lifescan and alleged the one touch ultra meter powers off during use. No symptoms of high or low blood glucose, a medical professional was contacted and a doctor appointment made. No treatment given. The patient continued to take their regular dose of insulin. No sliding scale. The customer care representative performed troubleshooting and the issue was not resolved. Based on the information obtained there is indication the product malfunctioned, however, no indication there was a serious injury. The meter and test strips were repaced with return expected.